Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of questionable troponin t high sensitivity (tnths) results for 5 patients tested on a cobas 8000 e 801 module. For patient 1 the initial tnths result was 115 ng/ml. The result from another analyzer was 35.4 ng/ml. For patient 2 the initial tnths result was 154 ng/ml. The result from another analyzer was 82.3 ng/ml. For patient 3 the initial tnths result was 87.8 ng/ml. The result from another analyzer was 8.24 ng/ml. For patient 4 the initial tnths result was 125 ng/ml. The result from another analyzer was 42.5 ng/ml. For patient 5 the initial tnths result was 87.2 ng/ml. The result from another analyzer was < 3 ng/ml. The erroneous initial results were reported outside of the laboratory. The results from the other analyzer were deemed to be correct. The customer and the field engineering specialist found that there was liquid below the instrument. The field engineering specialist found that the main pump head was losing water. The investigation is currently ongoing.

Manufacturer narrative:
The customer did not have any further issues after the service actions.